Manufacturer narrative:
Investigation: the surgeon prescribed extended hospitalization since the pt's pain needed to be controlled better. During this time, pt was observed while receiving pain management therapy, and physical therapy continued until pain tolerance improved. Conclusion: this event is directly related to surgery and not to the device. Implants used in surgery included: b02266034: crosslink for 6 mm rod, length 22 to 34 mm. B99100210: 510k# k082577. B02236001: standard connecting clamp for 6 mm rod. B0213005: break away nut. B02241106: large, polyaxial pedicular hook for claw. B02242308: short, transverse counterhook.

Event description:
In (B)(6) 2011, a surgeon reports one case of extended hospitalization. Pt had spinal fusion surgery on (B)(6) 2011. Pt was feeling fine and was scheduled to be discharged on (B)(6) 2011. Pt complained that pain was not controlled and was released from the hospital until pain was managed.